Event description:
A dialysis facility reported that during a hemodialysis treatment, a mixture of air and blood was noticed below the venous drip chamber, and there was no machine alarm. A mixture of air, blood and foam was also observed in the venous chamber. The staff immediately stopped the blood pump and clamped the venous line. There was no patient injury.

Manufacturer narrative:
On site device investigation was performed by a fresenius equipment specialist, but the reported problem was not duplicated. The machine alarmed appropriately when air was introduced. The level detector was replaced, and sent to the manufacturer for further investigation.